Event description:
It was reported to philips that the system's image processing computer was unable to boot up, preventing imaging. After several restarts system works. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.